Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was reverting to the set-up mode. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter was reverting to the set-up mode on the day she contacted lfs; so, she was unable to use the meter. After the reported issue, the pt reported feeling sweaty. She denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved; the pt reported feeling sweaty, which is suggestive of low blood glucose, after the reported issue began.